Event description:
It was reported that there were issues with the scale load cells and the siderail 'lift to release' labels were damaged. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Load cell. Investigation is ongoing, results will be submitted in a f/u report.